Event description:
Device history record was not reviewed as this is a known issue for which the root cause has been investigated as part of an internal CAPA. Corrective actions are currently being implemented in the manufacturing process. Device history log was reviewed and the error ID 51: speaker error is logged 280 times in 3 years. Error 51 on the agilia connect range is a known issue for which an internal CAPA was opened in may 2023. The investigation into this error has shown that its root causes are mainly related to two components: flexible ic flex binder assembly (which includes the speaker and binder socket) and power supply board (for agilia sp & vp). It is recommended to replace these parts if this error occurs. Further investigations are ongoing, and corrective actions are being implemented and tracked within the CAPA to resolve this type of issue. This complaint has been added to our trend for statistical monitoring. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Event description:
The following has been reported by customer: error 51 speaker. Device is not sent to vial. Spare part can be requested. Power supply board charge defective: changed. Speaker incl. Flexcord also changed because it was faulty. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.